Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of either platelets or cryoprecipitate. The male adapter of the tubing sets were connected to the pts' IV access site. After unspecified lengths of time, the customer contact reported that the male adapter of the tubing set disconnected from the pts' IV access site. It was reported unspecified volumes of solutions leaked. There were no reports of adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Multiple unsuccessful attempts were made for additional information including if the tubing sets were replaced and if the therapies were resumed.